Manufacturer narrative:
Colophony-intolerances cannot be excluded. The instruction for use contain appropriate warnings.

Event description:
The (B)(6) has forwarded to us a user incident report (yellowcard). The patient has had a suspected allergic reaction to/at same time as treatment using this product. They have had no reactions to this product previously. The patient was taking voco profluorid varnish cherry flavour 10ml for: prevention of dental caries. Allergy has completely subsided within 48 hours. Patient attended gp and hospital setting, treated with anti-histamines only, no steroids as patient has perthes, a rare hip condition affecting bone.